Event description:
It was reported to philips the device was unable to provide an etco2 reading. There was no harm to the involved patient. The customer reported the device was still functional for the delivery of therapy.